Manufacturer narrative:
The reported event occurred with the patient under anesthesia and no known impact to the patient was reported. The fiber medical absorbent towel was not returned to the facility for evaluation. Novo health services quality manager conducted in-service training at the facility on the towel inspection process.

Event description:
On (B)(6) 2018, the user reported that during draping, the patient the surgeon notice foreign substance on the sterile towel. The patient was re-draped. The patient was under anesthesia.